Event description:
The initial reporter received a questionable creatinine plus ver.2 result from one patient sample tested on the cobas c 503 analytical unit. The initial result from the analyzer was 0.46 mg/dl. The repeat result from another c 503 analyzer was 4.7 mg/dl. The physician questioned the initial result as it did not reflect the patient's history, prompting the rerun. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 86354001. With an expiration date of 31-dec-2025. The field service engineer (fse) inspected the analyzer and found the solenoid valve assembly had to be replaced and the rinse nozzles had a sticky material. He replaced the valves, cleaned the nozzles, and performed successful precision checks and qcs. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.